Manufacturer narrative:
Correction: b1, b2, h1

Event description:
It was reported that the patient presented in-clinic for a follow up check. Upon review, the right ventricle lead exhibited noise and high capture threshold. The right ventricle lead was capped and replaced on (B)(6) 2021. Patient was stable.